Event description:
It was reported a patient was on an escalator and thought she damaged her device. Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4).